Event description:
It was reported that the lead had a sudden rise in thresholds. The patient is a participant of the system (B)(4) study. It was later reported that the thresholds continued to increase, reprogramming was completed, and the lead was electrically abandoned. No patient complications were reported as a result of this event.

Event description:
It was reported that the lead had a sudden rise in thresholds. The lead remains in use. The patient is a participant of the (B)(4) study. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.